Manufacturer narrative:
The manufacturer previously reported information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation and soreness. The patient did receive medical intervention in the form of reconstructive throat surgery and tracheostomy. The patient also alleged visualization of particles and difficulty in breathing.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to experience nasal/throat irritation and soreness. The patient did receive medical intervention in the form of reconstructive throat surgery and tracheostomy. The patient also alleged visualization of particles and difficulty in breathing. Experience nasal/throat irritation and soreness. The reported event and its severity was reviewed by pms clinical is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to experience nasal/throat irritation and soreness. The patient did receive medical intervention in the form of reconstructive throat surgery and tracheostomy. The patient also alleged visualization of particles and difficulty in breathing. Experience nasal/throat irritation and soreness. Additional information was received about the alleged kidney disease/toxicity and lung disease.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation and soreness. The patient did receive medical intervention in the form of reconstructive throat surgery and tracheostomy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).